Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was being implanted with an impella 5.0 device for mechanical circulatory support. During implantation and after several unsuccessful attempts to cross the stenotic aortic valve, the surgeon decided to abort placing the impella 5.0. There was no reported harm or injury to the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.